Event description:
The physician took out a venaport multi 90 out of the package and soaked it in the physiological saline solution. Then, while wiping the surface of the venaport with gauze, the tip of the venaport detached from the main shaft.